Manufacturer narrative:
(B)(4).

Event description:
On (B)(6 )2009, the patient underwent treatment with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. A probable compression of the left limb was identified, which was attributed to narrow vessels. On (B)(6), 2009, the patient underwent under procedure to treat a type 1 endoleak (location unknown). Two aortic extenders were placed, and the patient tolerated the procedure. The medical records did not indicate a cause for the endoleak.